Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir change plastic chips off every time. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that the insulin pump was slower to rewind. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement and rewind test. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. (B)(4).